Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, g3, h2, h3, h4, h6 reported event was confirmed by review of provided photograph. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the provided pictures identified show some damage to the locking feature, no other observations can be made of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a hip replacement surgery, the surgeon attempted to impact the liner several times, but the liner did not seat in the g7 shell. The doctor suspects a product defect. No adverse event was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.